Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had ventricular events stored in which inappropriate anti-tachycardia pacing (atp) and shock therapy were delivered for what appeared to be atrial arrhythmia with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had ventricular events stored in which inappropriate anti-tachycardia pacing (atp) and shock therapy were delivered for what appeared to be atrial arrhythmia with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating this patient reported to receive 11 shocks from their device. Boston scientific technical services reviewed the stored episodes and noted there were no shocks delivered on the day the patient reported being shocked. It was also noted they were in atrial fibrillation (af) for the past two weeks. There were some ventricular episodes stored within this timeframe and it was suspected the therapy could have been inappropriate due to the patient permanently being in af. At this moment there is no further information regarding this event, this report will be updated should pertinent information become available in the future.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.